Event description:
A trial patient reported they have a uti and are wondering if it was caused by the trial. It was further stated that the patient has not had a uti in over a year. The patient was redirected to their healthcare provider (hcp) as it is a medical issue. There were no device allegations related to this event. Indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.